Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). During the procedure, the physician initially detached a couple of penumbra smart coils (smart coils) using the handle. However, the handle failed to detach a new smart coil after multiple attempts. Therefore, a new handle was used to detach the smart coil and complete the procedure. There was no report of an adverse effect to the patient.